Event description:
"An infusion of albumin was connected to a clave port on the plum set. The infusion finished and the nurse disconnected the albumin set from the clave port of the plum set. The poppet on the clave port remained depressed and would not push back up. She proceeded to flush the clave port with sodium chloride and the poppet correctly realigned in the clave housing. There are no clinical details on this incident. There is no clinical info pending."